Event description:
Stryker rep was present, said the pin driver broke as surgeon tried to extract ortholock pin 100 mm. Another item was used instead. Used jacobs chuck to remove pin. No delay or medical intervention required as a result.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.